Manufacturer narrative:
Per the manufacturer's technical support specialist, the epgs passed calibration on the third attempt. The user facility wanted the epgs replaced and it was replaced. During laboratory analysis, the product surveillance technician (pst) observed there to be a lack of output voltage from the internal flowmeter causing improper air flow during calibration and causing the calibration failure. With no output voltage from the flowmeter the flow knob turns to its maximum position and continues to try and turn creating the additional noise. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during field service installation, the electronic patient gas system (epgs) failed the calibration twice and the flow knob was making a grinding noise. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the suppliers evaluation, upon startup the unit displayed erroneous pressure and flow readings. Absolute pressure reading erratically between 14.28 and 18.97 pounds per square inch (psi) at atmospheric pressure of 13.53 pounds per square inch absolute (psia). Register inspection suggests faulty sensor with differential sensor readings shifting drastically from time it left factory (shifting from signal value of 9882 to 1191). Similarly, sensor bridge value showed a drop of six thousand counts, indicative of a faulty sensor (as this shift is greater than extreme temperature changes would account for and less shift than what a blown sensor would exhibit). Erratic reading in absolute sensor readings could not be duplicated after uncasing the unit to inspect soldering of the sensor. Sensor leads were re-soldered to the board, having no effect on any sensor signal readings and suggesting connection was not the source of erroneous readings. Eliminating all other sources of faulty sensor readings, the sensor was found to have numerous issues of faulty wire bonds. Two wire bond pads separated from differential sensor die explaining both faulty dp reading and bridge reading. Other wires failed lift test, but the pads did not separate from die.